Event description:
On (B)(6) 2023 the spouse of this peritoneal dialysis (pd) patient contacted fresenius customer service. The spouse reported that the patient got peritonitis as he pulled the tube (unspecified) off and solution was gushing all over the place. The patient was able to get it back together and continue with the treatment. The patient was tested and diagnosed with peritonitis due to hand contamination while putting the tube together and not setting up with new supplies. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2023 due to cloudy pd effluent. The pdrn obtained a pd fluid culture and instructed the patient to go to the emergency room (ER) for initial treatment. This patient was new to the pd clinic and did not have a starter antibiotic kit administered to him for home. The patient was seen in the ER and initiated on antibiotic therapy for peritonitis with intraperitoneal (ip) vancomycin and ceftazidime (dose and frequency for 28 days. The last dose is expected to be administered on 11/may/2023. The patient was discharged from the ER. The culture resulted positive for staphylococcus aureus. The pdrn stated the cause of the patient¿s peritonitis was touch contamination by the patient. The patient sleepwalks and was sleepwalking during his pd treatment. While sleepwalking, the patient heard the liberty select cycler alarm and disconnected himself from the treatment. In doing so, he contaminated the connections as he reconnected again with the same supplies. The patient continues to complete pd therapy during recovery; however, it is unknown if the patient will remain on pd therapy due to the sleepwalking condition.